Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Expected blood glucose test results unknown. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Comparing blood glucose test results from trueresult meter to onetouch ultra meter. Received test result of 288 mg/dl using onetouch ultra meter and 141 mg/dl using newly purchased trueresult meter currently not taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 146mg/dl and 145mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 141mg/dl on (B)(6) 2015 12:04am; 123mg/dl on (B)(6) 2015 08:19am. Adverse event not reported.

Event description:
Consumer complaint of low blood results. Expected blood glucose test results unk. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Comparing blood glucose test results from trueresult meter to onetouch ultra meter. Received test result of 288 mg/dl using onetouch ultra meter and 141 mg/dl using newly purchased trueresult meter currently not taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 146mg/dl and 145 mg/dl. Verified storage of test strips is within instructed spec. Test strip lot MFR's expiration date is 10/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 141mg/dl (B)(6) 2015 12:04am; 123mg/dl (B)(6) 2015 08:19am; adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.